Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided, the reported device damaged by another device (dislodged) and single leaflet device attachment appear to be related to procedural conditions, and due to the second clip interacting with this first implanted clip, causing slda of this implanted clip. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and restricted anterior leaflet. A mitraclip xtw (40708a2079) was inserted and deployed on the mitral valve. A second mitraclip xt (40229r1005) was inserted and deployed on the mitral valve. However, the second clip (40229r1005) had interacted with the first clip (40708a2079), and after deployment of the second clip (40229r1005), the first clip (40708a2079) detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, an additional clip was deployed on the mitral valve, reducing mr to a grade of 3+. There was no clinically significant delay in the procedure.